Manufacturer narrative:
(Exemption number e2015033). (B)(4). Device investigations did not reveal any device defect or problem which is expected to have been present whilst implanted. This finding was expected, because according to the patient report the active electrode was found partially outside of cochlea, as confirmed by diagnostic images. Reinsertion of the active electrode was tried, but during a reposition attempt the extruded array has been damaged. The investigation results appear to match the problems mentioned in the patient report. This is a final report.

Event description:
The patient underwent a repositioning surgery due to the electrode array being migrated out of cochlea. This was confirmed via CT scan.

Manufacturer narrative:
(Exemption number e2015033). (B)(4). The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The patient is to undergo a repositioning surgery due to the electrode array being migrated out of cochlea. This was confirmed via CT scan.